Event description:
It was reported that the patient had pocket stimulation. During follow-up, the device was found in back-up mode. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.